Event description:
Reporter called to inform the FDA she received a recall letter in the mail 05/18/2026. She stated she has not used the device yet and will contact the manufacturer to get an replacement. No adverse event has been reported.